Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced confusion, feeling hot, sweaty, and a loss of focus and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan error" message was reported with the adc device in use with samsung galaxy s10s, os version 12, app version 2.8.4.9335 and customer was unable to obtain readings. As a result, customer experienced confusion, feeling hot, sweaty, and a loss of focus and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for freestyle librelink complaint and determined that there were no issues with the librelink that would have led to the complaint. The user reported scan error with the freestyle librelink application. Successfully scan and receive glucose readings using a similar device configuration and was unable to reproduce the complaint. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.